Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings was not duplicated. The device passed fio2 tests. However, during the device's evaluation ventec observed that it was unable to maintain peep (positive end expiratory pressure). Ventec replaced the internal flow transducer (ift) to resolve the observed issue. Proper device operation was then observed through functional and performance testing. The observed issue with the ift, which resulted in the device's inability to maintain peep, could have caused intermittent fluctuation of fio2 levels similar to what was reported by the customer. As a result, the investigation determined that the root cause of both the reported and observed issues was the ift.

Event description:
It was reported to ventec that the device was providing low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for initial medwatch report. Section d4, model #, of the initial medwatch report stated: prt-01184-000. Section d4, model #, of the initial medwatch report should have stated: v+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated:(B)(4).